Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. As received, the monitor failed pulse testing. Upon evaluation, high voltage deviated to low voltage circuitry, damaging multiple power supplies and components. The root cause of the code 102 and pulse test failure could not be positively identified due to the extensive damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing service code 102.